Event description:
It was reported that approximately 9 years post implantation of a right total hip arthroplasty, the patient was bending down and had a sudden posterior right hip dislocation. A reduction was attempted in the emergency department; however, the reduction was unsuccessful, and the patient had to have a closed reduction in the operating room. After the closed reduction, the patient reported chest pain that was worse with deep breathing. It was determined that the patient had bilateral pulmonary embolism. The patient was placed on supplemental oxygen and anticoagulation therapy. Three weeks later the patient was sitting applying lotion and dislocated her hip for a second time. The patient was reduced in the emergency department. No additional information.

Manufacturer narrative:
(B)(4). G2: foreign: canada. D10: cat# 6200-52-22, lot# 61237861, shell porous with cluster holes 52 mm o.d. Cat# 6320-50-28, lot# 61312811, liner 20 degree elevated rim 28 mm. Cat# 7711-11, lot# 61487763, femoral stem 12/14 neck taper plasma sprayed press-fit. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2024-00060, 0001822565-2024-00845, and 0001822565-2024-00846.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04)- head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right total hip arthroscopy was performed. Approximately nine years after post implantation, the patient was bending and suffered a dislocation. A closed reduction was successful in the operating room. The patient then experienced a pulmonary embolism that was resolved. A second dislocation occurred approximately three weeks later and was also corrected with a closed reduction. A definitive root cause cannot be determined for the dislocation. No device problem was found for the pulmonary embolism. A review by the health care professional determined it was not device related. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.